Manufacturer narrative:
The device was removed but not returned. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that shortly after the implant procedure the patient was admitted to the hospital due to leg pain. The device was not turned on. The physician suspected an irritation of a nerve root and decided to remove the device.